Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge displayed 100 units. The customer's blood glucose (bg) level ranged from 309 (mg/dl) up to 500 (mg/dl). The customer was unsure of the cause of the bg level. System check was performed with tandem technical support and showed that the pump and supplies were performing as intended. However, the customer maintained belief that the cause of the bg level was due to the pump. Although requested by tandem technical support to upload the pump data logs; the contact declined.